Event description:
It was reported that the ilet display became unreadable and appeared pressure-damaged after the user likely slept on the device, consistent with a screen failure of the handheld pump component. Symptoms included no physiological effects or adverse clinical signs. Outcomes included the user continuing therapy using backup methods and continued cgm monitoring, with a replacement device arranged and instructions provided for shutdown, data sync, and return. Investigation included device replacement logistics review and user education on shutdown and startup procedures. Investigation of this case revealed a damaged or malfunctioning display consistent with physical stress to the screen; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external pressure on the display.